Event description:
In 2007, received explanted lead from st. Jude medical. No information provided. Located lead serial number on explanted lead and used to search database and identify patient. On june 14, 2007 investigational letter sent to physician in patient record. On june 25, 2007 letter returned as undeliverable. Searched internet, found new address. Letter will be present. MDR submitted as a result of letter received from FDA on may 11, 2007 and facility inspection on june 20 & 21, 2007.

Manufacturer narrative:
Entire form filled out by manufacturer.